Event description:
The complainant has reported that a patient (age and gender unknown) underwent an uknown procedure using a speedband multiple band ligator device. It was reported that the bands were not deployable from the ligator system. The use of a second speedband device was attempted, but presented similar difficulties; the bands did not deploy until the handle was turned further than required. The procedure was completed successfully using a third speedband multiple band ligator device. The patient was "ok with no problem" following the procedure and there were no reported complications as a result of these events.

Manufacturer narrative:
This device has not been received by the manufacturer; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.